Event description:
The customer reported that after pipetting an htlv microwell plate on summit, the technician noticed that no sample was added to well a6. No error was reported. No death or serious injury was associated with this incident.